Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Fa inspection was able to replicate the reported issue; top monopolar port shows error c-30 during power delivery. C-00, c-30 errors in generator logs.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, an operating room (or) staff reported that monopolar energy was not working and the erbe generator displayed a c-34 error. Logs showed multiple erbe-related errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to check that external foot pedals were not depressed and to remove the external foot pedal connections from the erbe. The surgeon confirmed monopolar energy was restored, and the tse advised that external foot pedals would not function while disconnected. Later, new m-11 and recurring c-34 errors occurred. With no backup generator available, further troubleshooting was not possible, the procedure was converted to traditional laparoscopic surgery. No patient injury was reported.